Manufacturer narrative:
No lot number provided by the consumer, therefore, unable to complete product investigation; product return was requested but product not yet returned by the consumer.

Event description:
Tooth broken. Crossaction power toothbrush ripped out a filling in my top last molar. Case description: a consumer reported that they, a female (B)(6), used oral-b crossaction power series toothbrush 1 applic, 1 only for 1 minute on (B)(6) 2013 and reported the following: crossaction power toothbrush ripped out a filling in my tooth beginning (B)(6) 2013. The consumer reported she used the powered brush just like a regular toothbrush and did not realize she did not need to brush or scrub. Two dentists were visited and both provided estimates for a crown. Treatment: temporary filling. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - all other therapeutic products. No further information was provided. On 20-sep-2013 received consumer's follow-up questionnaire and medical evaluation: a consumer reported that they used oral-b crossaction power series toothbrush for cleaner teeth and reported the following: tooth broken, crossaction power toothbrush ripped out a filling in my top last molar. Treatment: temporary crown. The consumer consulted her physician via telephone call. The case outcome was not recovered/not resolved. Past medical history included: medical history - asthma, fibromyalgia, gastroparesis. Drug allergy - sulfonamides, plaquenil. Concomitant medications included: neurotin 100 mg, 1 /day for fibromyalgia, ativan 0.05 mg, 1 /day for fibromyalgia, protonix 40 mg, 2 /day for gastroparesis, domperidone 10 mg, 2 /day for gastroparesis, b100, zinc 30 mg, unknown frequency, spirulina, multivitamin, vitamin d3, gamma e, calcium, magnesium and buffered c. No further information was provided. Medical synopsis of medical evaluation from dentist received: 20-sep-2013 a letter from dentist received from consumer: the consumer was seen at her dentist's office on (B)(6) 2013 with a chief complaint of she pulled a large filling out with a toothbrush. Recommendation from the dentist: tooth number 15 needs a crown. The consumer was seen again at her dentist's office on (B)(6) 2013. Tooth number 15 was prepared for porcelain veneer crown. Recommendation from the dentist: due to the amount that the tooth had broken, it could not be restored with a bonded restoration.